Event description:
The customer reported the device was failing the user initiated operational check.

Manufacturer narrative:
(B)(4). The customer reported the device was failing the user initiated operational check. The device was evaluated by the philips customer repair center (crc). The crc confirmed that the device displayed the latched pads cable failure inop message upon power up, however, running the operational check cleared the latched message and the crc could not recreate the stated problem. The symptom presented as a result of user initiated testing; there was no pt involvement. The symptom could not be duplicated and the device passed all performance assurance testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.